Event description:
It was reported by the affiliate that the device fired with no problem, but when the surgeon examined the staple line there was no formed staples at all. The hand suturing has been applied. There was no patient consequence.